Event description:
Customer called to report that the insulin pump has a blank screen. It was also reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 440 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.